Event description:
On (B)(6) 2013, it was reported that the physician's programming system "needs repair". He physician's nurse stated that the programming system is "not picking up a signal at all". The physician has other programming systems that they have been able to successfully use to interrogate patients. Attempts for further information are underway but no additional information has been received to date.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the programming system is now working properly. One of the physicians at the office found a couple of things wrong with the handheld; the back latch was open and the flashcard wasn't inserted all the way. He fixed these couple of things and now the programming system works fine and the office wants to keep it.